Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Event description:
Additional information received noting that the hematuria resolved a few hours after the pump was lowered to p7.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 65 year old male who was admitted for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage e. An impella rp flex was also inserted via left femoral vein for bipella support. Hemolysis is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
This is one of three related reports. This report represents the impella cp and other reports were submitted to represent the impella rp flex and guidewire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D6b updated. Investigation summary: hematuria/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Correction: the b5 event description has been revised to more accurately reflect the reported event. Hemolysis was inadvertently included. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the accurate representation of the event. Note: b1 (adverse event/product problem), b2 outcomes attributed) and type of reportable event remain unchanged. Correction. Section d1 brand name was corrected accordingly.